Event description:
The complainant alleged that during biomed testing of the device, the ECG signal raised to the top of the screen. The complainant indicated there was no pt involvement in the reported malfunction.